Event description:
The customer observed smoke being emitted from a dimension xpand with hm instrument. The customer turned the instrument off. There was no harm or injury to the operator or laboratory personnel due to smoke coming from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse determined that the instrument displayed a photometer error during the time of the event. The cse replaced the photometer printed circuit board and source lamp. The cse also cleaned the photometer lense and successfully verified system operation. The cause of the smoke was due to a component failure on the photometer printed circuit board. The instrument is performing within specifications. Further evaluation of the device is not required.